Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Cosmetic inspection of the impactor found strike marks, wear marks, nicks and scratches. It is confirmed the impactor pad has fractured and not all the pieces were returned. Inspection of the fracture surface of the comprehensive metal impactor confirms that the fracture surface aligns with bending overload review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device name: phx.. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was broken during a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.